Event description:
The following is based on medical records provided by the attorney: the patient developed a parastomal hernia at his ileal conduit site. On (b)(46 2014 he underwent elective repair of this hernia and was implanted with a xenmatrix graft. The hernia recurred and on (B)(6) 2015 the graft was explanted. The graft was noted to be "ripped in the midline" and there was incarcerated small bowel. The fascia could not be reapproximated in the midline due to both the patient's body habitus and dilation of the small bowel and colon, a wound vac was placed. The patient began to have signs of sepsis, decreased responsiveness and respiratory distress. He was returned to the ICU. The patient required intubation and was placed on ventilator support. The next day the patient was diagnosed with atelectasis and bilateral pneumonia. Mucus from his lungs were cultured and grew out (B)(6) bacteria. The patient continued to deteriorate. He improved with antibiotics and ventilator support and on (B)(6) 2014 underwent a percutaneous tracheostomy, abdominal wall closure with a non bard/davol mesh and a loop colostomy. Following this procedure he returned to the ICU in critical condition. The next day his condition declined and he was given a poor prognosis. The family decided to discontinue the ventilator support and transition the patient to comfort measures only. He passed away on (B)(6) 2014.

Manufacturer narrative:
Based on medical record review, this is a patient with a complicated medical/surgical history significant for spina bifida, paraplegia, tobacco use, chf, scoliosis, hyperlipidemia, gerd, hypertension and urostomy formation and appendectomy. Recurrence is a known and inherent risk and is identified in the adverse reaction of the IFU. Due to the patients complicated medical history, which existed prior to the implant of the graft, there is no way to determine to what degree if any, the xematrix graft may have caused or contributed to the problems experienced by the patient leading to his death. Note: section a through d- the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedure details to bard.